Event description:
The customer reported non-reproducible thyroid-stimulating hormone (tsh) result, above the normal reference range, for one patient, involving the access hypersensitive htsh assay utilized in conjunction access 2 immunoassay system and access hypersensitive htsh calibrator. The customer questioned the result as there was no patient history and a higher result was obtained after the sample was reanalyzed on an alternate access 2 system. Both the original and repeated samples were analyzed from the primary tube. The customer then re-centrifuged the sample and reanalyzed the sample in duplicate in an insert cup, on the original instrument. Higher tsh results, above the reference range, were obtained. In addition, the customer analyzed the sample in duplicate, on the alternate instrument and higher values, above the normal reference range, were also obtained. The questioned non-reproducible result was not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The patient sample was collected in a 4 ml becton dickinson (bd) tube with gel. System check was within specifications on (B)(4) 2013. Quality control (qc) was passing within the customer¿s established limits on the date of the event. The instrument was in normal operation.

Manufacturer narrative:
There is no indication the suspect access hypersensitive htsh reagent was returned for evaluation. Service was not dispatched as the customer declined and did not question instrument performance. A definitive cause of the incident is unknown.